Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was stated that after startup of the device the error "overload" occurred. (B)(4).

Manufacturer narrative:
Field safety technician has been sent for investigation. According to service order# (B)(4) the error "overload" could not be reproduced. Preventative work has been performed: pump head and guide-pins cleaned. Tacho offset and phase angles adjusted. Device cleaned. Endurance test. Thus the failure was not confirmed. The device is already back in use at the hospital. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).